Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver (mother) reported a low readings issue with the adc freestyle libre sensor. The caregiver reported receiving lower readings, including one of 8.6 mmol/l, with the sensor. However, the customer was unwell, and the caregiver took him to a hospital. An unspecified healthcare meter reading which was "much higher" was obtained, and the customer diagnosed with diabetic ketoacidosis. The customer was hospitalized, and treated with antibiotics, fluids, and insulin (dose/ type unknown). There was no report of death or permanent injury associated with this event.